Event description:
It was reported that inspection of the power module (pm) revealed a possible acid leak from internal battery and evidence of leak around the battery clamp seeping into the pm. The unit was removed from use and segregated pending examination and repair.

Manufacturer narrative:
Section a1-a4: there was no patient involved section g3: there was no patient involved in this event. The PMA# provided is associated with most recent approval. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a battery leak occurring inside the power module was confirmed. The returned power module (serial number (B)(6), evaluated separately) and the returned sealed lead acid battery (serial number (B)(6) were received at the european distribution center. The battery was observed to have corrosion on its encasing upon arrival, consistent with the battery leaking. The battery was scrapped due to the leakage. The root cause of the observed battery leakage was unable to be conclusively determined through this analysis. The sla battery, serial number (B)(6), was observed to have passed all initial manufacturing testing per the greatbatch manufacturing test datasheet. Using the power module is addressed in instruction for use (IFU) section 3 ¿powering the system/using the power module¿. This section informs the user how to install the backup battery, how to check the charge status of the backup battery and the associated alarms/symbols. Instruction for use (IFU) safety checklists ¿yearly safety checklist¿: schedule a power module inspection and cleaning with company-trained personnel. The inspection and cleaning includes (but is not limited to) functional testing, cleaning, inspection, and replacement of the power module backup battery. Power module precautions and backup power usage are documented in the heartmate power module instructions for use (IFU) : p.3 - precautions and p.33 - pm backup power. The heartmate 3 patient handbook section titled "emergency contact list" cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The current revision of the patient handbook and instructions for use (IFU) can be found on the eifu page of the abbott website. No further information was provided. The manufacturer is closing the file on this event.